Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged blank display found on 15-oct-2024. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with blank display due to cracked battery tube threads and a cracked case behind the pump at the battery compartment causing the battery tube to become loose and the test battery cap not making contact with the battery tube. The battery tube assembly was pushed back into the right position, monitored and no blank display noted. Unable to perform the self test, sleep current measurement and active current measurement due to blank display. The pump was cut open and traces of moisture on pcba1 and battery tube assembly noted during visual inspection. The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, missing display window cover, cracked case (corner of belt clip rails), corroded battery tube, keypad overlay peeling, serial number label missing and battery tube threads cracked. In summary, customer alleged cosmetic damage confirmed. Blank display was confirmed during analysis due to cracked battery tube threads and a cracked case behind the pump at the battery compartment causing the battery tube to become loose. Corroded battery tube noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cracked pump. The customer reported no adverse event. The event involved product(s) mmt-1711kl. Troubleshooting was performed. Damage to pump was caused by the customer and/or by normal wear and tear. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1711kl was returned for analysis.